Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes undersensing of the atrial intrinsic activity, which resulted in inappropriate atrial pacing. Patient is in a constant state of atrial fibrillation. There were no out of range measurements reported, and no asystole. The device remains in service. No adverse patient effects were reported.